Event description:
It was reported that when using the bd pyxis¿ es server was unable to authenticate when the user was trying to pull the medication. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier, medical device serial, medical device model and concomitant med prod data upon investigation of the actual device used in this incident, it was determined that there was a failed login attempt. A technical support specialist (tss) dialed into the server and reviewed the interface data server (ids) logs and station medication application debug logs. The tss identified failed login attempts around specified time frame, followed by successful login activity after specified time frame, confirming that the affected user was ultimately able to sign in successfully. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unable to authenticate when the user was trying to pull the medication. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.